Manufacturer narrative:
The report that the pump module infused too quickly during multiple recurring back to back potassium infusions could not be confirmed or reproduced during this investigation. No conclusion could be drawn through log review regarding the pump module infusing too quickly. The total volume recorded infused was 527.097 ml. Rate accuracy testing performed using the incident pump module and administration tubing set together found the system to be infusing within specification. Inspection of the pump module and tubing set found no existing malfunctions; concentricity analysis of the silicone tubing pumping segment found that it was dimensionally within specifications. The sear torsion spring, observed during the investigation as being installed incorrectly, was considered to be an incidental finding and not associated with the reported incident. The date of the reported event was (B)(6) 2020. The time of the reported event was not reported. Review of the pcu error log revealed no relevant errors or malfunctions occurring on the reported incident date. The root cause of the reported incident could not be identified.

Event description:
It was reported that device infused too quickly. A patient had multiple, recurring, back to back potassium infusions. During one of the series of infusions, an alaris lvp infused medication too quickly. It was programmed using the critical care profile. Ku pharmacy reviewed the settings from guardrails as well as the logs provided from the pcu and lvp. User programming error has been ruled out by ku at this time. There was no patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that device infused too quickly. A patient had multiple, recurring, back to back potassium infusions. During one of the series of infusions, an alaris lvp infused medication too quickly. It was programmed using the critical care profile. Ku pharmacy reviewed the settings from guardrails as well as the logs provided from the pcu and lvp. User programming error has been ruled out by ku at this time. There was no patient harm.